Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging inaccurately low control solution results. The reporter obtained a control solution reading of "105mg/dl" on the subject meter (onetouch ultralink). This falls out with the control solution range of "112-149mg/dl" for this strip lot. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The patient¿s test strips have been returned on 2/5/2015 and evaluated by lifescan product analysis on 4/7/2015 with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.